Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The gas delivery system (gds) was returned for failure investigation (fi) and no failures were duplicated during fi testing. The issue of airflow accuracy failed could not be duplicated on the returned part; therefore, no root cause could be determined for this report. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power led (orange) turns off by contact failure. The pse found that the unit would need a new power switch overlay. During evaluation of the unit, the pse also observed that the airflow accuracy test failed. There was no patient involvement.